Event description:
Right colectomy surgery was performed in 2008. Anastomotic leakage occurred on day 6-7 post operation. Re-operation was necessary at that time. Pt is fine and home from the hospital.